Event description:
While running a recombigen assay the device failed to detect aspiration of an air bubble and did not generate an error message. A co field service engineer was dispatched. No death or serious injury was associated with this event.